Event description:
It was reported that the device is not getting cold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device is not getting cold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the device's blanket/pad contact surface temp. Not getting cold enough was due to broken/damaged electrical components on the fluid management board (fmb). The issue was resolved for the customer by installing new thermal unit.